Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the elbow in the vent engine drive circuit was broken resulting in an inability to mechanically ventilate. The elbow was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the 02 line into the bellows was broken. There was no report of patient involvement.